Event description:
Becton dickinson received customer complaint that a qbc autoread centrifuge power pack caught fire. Customer commented that the fire was small and went out by itself. Customer did not contact fire dept. Damage to the equipment only. No injuries resulted from the event. Report being filed based on a malfunction that if it were to recur may result in an injury.